Event description:
Patient was walking and pin released from lock without warning. No injury occurred.

Manufacturer narrative:
Lock failed to provide secure suspension when user was walking, user did not fall or sustain any injuries but should a similar incident recur there is a possibility of injury. Product had been in use for 1 year. Lock was tested with a new pin and found to engage pin successfully. Minor wear was identified on locking plate and guide plate during inspection. Dirt was identified in locking mechanism when lock was disassembled. It is possible that worn attachment pin resulted in pin releasing from lock. Unable to conclude on root cause since the attachment pin was not returned with the lock.

Event description:
Patient was walking and pin released from lock without warning. No injury occurred.